Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2004 and mesh was implanted. It was reported that the patient underwent a gynecological procedure on (B)(6) 2006 and mesh was implanted. It was reported that the patient underwent a gynecological procedure on (B)(6) 2006 and mesh was implanted. The patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2004 and a mesh was implanted due to recurrent sui, h/o vesicovaginal fistula status post repair.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted on (B)(6) 2004 along with concurrent hysterectomy. Following insertion the patient experienced pain, erosion, extrusion, infection, urinary/bowel problems, recurrence, vaginal scarring, and fistulae. It was reported that on (B)(6) 2004, (B)(6) 2006 & (B)(6) 2006 patient underwent mesh revision/removal. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.